Event description:
It was reported that this left ventricular (lv) lead was suspected to exhibit over-sensing. Pacing inhibition and low amplitude on the left ventricular (lv) lead were also observed. No adverse patient effects were reported. At this time, this device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).